Event description:
It was reported that the device delivered ineffective defibrillation therapy and antitachycardia pacing while the patient was experiencing ventricular tachycardia. The patient was admitted to the hospital and externally defibrillated to resolve the arrhythmia. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. An induction test was performed, and the device successfully terminated the arrhythmia with the new programmed settings. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.